Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pulmonary wedge resection, the device was able to fire but there was a poor staple formation. The firing was stuck halfway, and then the staple was burst. The staples sis not form 'b' shape on the distal area. There was an incomplete staple line distally which was fixed by re-cutting the wedge with 2 outer staples. They expanded the resection of the tissue to remove the tumor and repair the incomplete staple line.